Event description:
Pt was revised because patella pegs had sheared off (right side).

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported device fracture. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.